Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Investigation results concluded that the reported event was due to user error / off-label use due to a left femoral implant implanted into a right knee. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: stemmed nonaugmentable tibial component option cr/ps/lps size 7 for cemented use only: catalog#00598605701, lot#j7044847; unknown articular surface: catalog#ni, lot#ni. Report source: foreign: (B)(6). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right knee arthroplasty, surgeon implanted a left femoral component. Patient has been informed and is not currently experiencing any impact related to the incorrect implant. Revision surgery is planned but not scheduled. Final outcome is pending at time of this report. It was reported that no further information is available.